Event description:
It was reported by service report that the footend of the bed would not go down. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: lift housing screws were loose and causing a loss of limits for the foot end lift motor. Conclusion: screws were tightened and lift limits calibrated.